Event description:
Report stated osseointegration failure. On investigation, dentist subsequently stated that the implant failed due to patient bone condition and required explantation. Dentist could not provide additional information on product lot number.

Manufacturer narrative:
Date of test: in 2007. Type of test(s): 1. Send the returned product to the lab for sem (scanning electron microscope) imaging to verify sla (sand blasting with large grit and acid etching) type surface treatment was completed. 2. Re-inspect the returned product's dimensions to verify if the product meets its specifications. Results: see attached test data. 1. As a result of a sem imaging, sla type surface treatment was completed. 2. As a result of re-inspection, the product meets its specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.